Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the standard insertion handle (p/n 03.010.045, lot number 1992611) was received at us cq. Visual inspection of the complaint device showed the handle was damaged and deformed near the slots where the mating device (investigated under (B)(4)) would attach. This damage is consistent with the allegation that the devices were unable to disconnect, even though the complaint device was not stuck with other devices upon receipt. A functional test was not performed as the damage upon receipt is indicative of the complaint condition, and thus the complaint can be confirmed. This complaint is confirmed as the insertion handle is damaged and indicates the handle was stuck with the mating device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.010.045; synthes lot number: 1992611; manufacturing site: hägendorf; release to warehouse date: 06. Nov. 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the standard insertion handle and driving cap threaded to the synthes tibial nail expert appears to be stuck together and unable to disconnect. It was unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient consequence. This is report 3 of 3 for (B)(4).